Event description:
It was initially reported that the patient experienced three revisions. This report will now only pertain to one movement of the catheter and the ongoing status. The cerebrospinal fluid leak (csf) now pertains to a separate event and was subsequently not reportable. The second occasion where a catheter dislodgement was confirmed will pertain to mfg. Report # 3004209178-2013-04757.

Event description:
Patient reported never having therapeutic effect. Patient has had "0 pain relief". The catheter had slipped or come out three times in less than a year. The second time, the catheter was "moved". The initial trial was "positive" and after he was implanted there was a short period of relief. The patient had a spinal leak at the end of (B)(6) 2012 and it wasn't solved until (B)(6). The patient experienced headaches and vomiting and went to the emergency room. The patient had an appointment scheduled with their physician. The pump was delivering clonidine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).